Event description:
Reporter stated that sales rep is saying device is used for atrial fibrillation, but device is not approved for that. Reporter stated there was a case at the hospital in which a pt died. There have also been complaints that device is not ablating and not alarming correctly.